Manufacturer narrative:
The device was received in used condition inside a plastic bag with its original open packaging. In addition, two pictures were received for evaluation. A device history record review was performed, and no issues were noted during manufacturing. A visual inspection was performed of the returned device at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected. A functional test was performed using a syringe to infuse water into the cassette bag. No leakage was found. No root cause was determined as the complaint could not be confirmed.

Event description:
It was reported that there were some scratches (or tears) on the tubing and that the amount of air in the medication bag was insufficient. No patient was involved.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08071 is no longer considered reportable, please disregard any MDR reports associated with it.